Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the patient was hospitalized due to the ¿sensor not working¿. The patient was also wearing a tandem insulin pump. However, the reporter refused to provide any further information about the event, including any information on what the cgm device was displaying, patient symptoms, treatment details, or length of hospitalization. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 6/12/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 10:06 am with transmitter/wearable serial number (B)(6). The sensor session lasted 6 days and ended due to unknown reasons on (B)(6) 2025. There were 2 bg calibrations performed during the sensor session. On (B)(6) 2025 there were several high, low and urgent low alerts. Each alert provide audio with the urgent low alert escalating as designed. None of the alerts were found to have been acknowledged and auto cleared when the egv went back into target range. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).